Event description:
A customer contacted beckman coulter inc., (bci) and stated that reagent was leaking into the reagent compartment on synchron cx3 delta instrument. Customer was unable to locate the source of leak. No injury was reported on this issue.

Manufacturer narrative:
A customer technical service (cts) advised the customer to stop the system and not to use the system a field service engineer (fse) primed the analyzer, but did not see leakage from the tubing or components. The fse noted wash bottle appears to have slight leak at seam on top and ordered a new wash bottle for replacement. Root cause of this event is unknown.